Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd gaspak¿ ez anaerobe gas generating pouch system with indicator mold contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer reports a lack of growth when using gaspak 260683. Customer additionally reports that after 2 days of incubation the sachets display black dots similar to mold.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 27-apr-2022. H6: investigation summary a complaint investigation, due to lack of growth and black dots on gaspak ez anaerobe pouch w indicator catalog 260683 batch no.: 2007649, was performed on retention samples and returned goods. The investigation required to perform anaerobic reduction, microbiological performance, gas concentration test, visual inspection, incoming and batch record review. Since returned good were received already activated they were unable to be further investigated. Performance test as well as visual inspection was not performed. Large dark dots were observed on activated sachet. Retention samples performed as expected. No discrepancies observed during the visual inspection. Batch record review did not show any evidence of customer claim. No corrective action is required based on information evaluated and satisfactory results obtained during the qc test. Based on information evaluated and results obtained, complaint is unable to be confirmed for contamination. Complaint has been confirmed for a cosmetic defect based on the photos provided and returned samples. Condensation, extra moisture in the bag or plate temperature changes can affect appearance of sachets.

Event description:
It was reported that while using bd gaspak¿ ez anaerobe gas generating pouch system with indicator mold contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer reports a lack of growth when using gaspak 260683. Customer additionally reports that after 2 days of incubation the sachets display black dots similar to mold.